Event description:
The patient wanted to change programs. The symptoms reported loss of therapy noted. The patient change settings on the interstim. Device not working the same still has to wear a pad and sometimes has to change 1-2 times per day that started 2 months ago or so. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.